Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, air water tube and air water cylinder (tube) had foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication errors (b30 and e226) and no image was corrosion on the plug unit. In addition, the cause of the foreign objects found in the air-water tube and air-water cylinder (tube) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error (b30) and (e226). The issue occurred during the inspection for use. There was no patient involvement.